Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, in the right eye, the surgeon noticed that the eye was collapsing. With set up, there was no error and primed as usual. They had no back up console and continued with case but the stability of the eye fluctuated throughout the case. The case was completed with no harm to the patient; only a delay in the procedure due to the constant loss of pressure throughout the procedure. It was reported that the system noted pressure of 80 but the eye was still collapsing.

Manufacturer narrative:
The customer reported ¿eye collapsing¿. The system was not able to maintain pressure in eye. The patient was scheduled for vitrectomy surgery in the right eye (od). The surgeon mention ¿during the case, the system indicated that the intraocular pressure (iop) was displayed as 80mmhg, but it continued to fluctuate throughout the whole surgery.¿ however, the iop fluctuation measurements were not provided. The case was completed. However, there was a delay in completion due to the iop fluctuations. Additional, related information was requested but was not provided by the customer. The company representative was unable to duplicate the ¿fluid air pressure¿ issue. However, the unit passed all testing. The pneumatic module and supervisor printed circuit board (pcb) were both replaced as a preventive measure. The system was determined to have met specification. The system operator¿s manual contains instructions for proper prime and setup. The graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event. The system was manufactured on november 7, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).